Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational abnormality was observed. First prime ended prematurely, lasting 33 pulses. After 43 total pulses across both priming sequences, the needle mechanism did not deploy, and the pod was subsequently deactivated. Rotational malfunctions were not replicated. No drive resistance or damage was observed. The rotational sensor malfunction is confirmed as the root cause of the reported event. A root cause for the rotational malfunction could not be identified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.